Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot/serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient felt as though the lead had bunched up, however paresthesia mapping confirmed the lead was still in original location. After paresthesia mapping and reprogramming with different stimulation parameters, paresthesia coverage of the painful area was restored. As of the date of the meeting with the patient, coverage was restored after reprogramming their stimulator.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient noticed that the lead had bunched up around their ear. Pt stated that they weren't sure if their lead was still working. They noticed more jaw pain. Their one hearing aid stopped working. Agent redirected the pt to the managing healthcare provider (hcp) and sent a email to the field. Pt stated that the implant had never really helped them. Pt confirmed managing hcp was dr. Lee

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: va1n4mt); product type: 0200-lead; implant date (B)(6) 2018; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the patient (pt) is scheduled in clinic jun-27 to evaluate. No other information obtained at this point or causes/issues evaluated or determined.